Manufacturer narrative:
No lot number was provided with this complaint, therefore the specific manufacturing documentation could not be reviewed. However, all product and batch history records are quality reviewed prior to product release. No sample was made available to the investigation site for evaluation. No further assessment is possible and the investigation is completed. A sample was not received at the manufacturing site therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency was reported that an ophthalmic operating forceps are broken by the haptics during the surgery. There was no report of procedure and patient harm details. Additional information as been requested and non e received till date.